Event description:
The pt was still in the hosp recovering from total hip arthroplasty when she was reportedly forced into a sitting position, heard a pop and felt pain. During revision surgery, it was discovered that the acetabular insert had disassociated from the shell.